Event description:
Event description reported as: a patient had a elective laparoscopic donor nephrectomy. Seven and half hours later, the patient arrested due to hemorrhaging. The patient returned to surgery, where 2nd arrest occurred. The patient underwent an emergency laparotomy and intra abdominal bleeding was found. The surgical clip had slipped from the renal artery stump. It was reported that the patient current condition is fine.

Manufacturer narrative:
DHR review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product it is not possible to determine the source of the defect reported. Manufacturer will continue to be monitoring trending of similar complaints.